Event description:
It was reported that during a da vinci-assisted surgical procedure, the staff encountered an error 1162. Prior to calling for support, the staff tried to power cycle the system with no change. While on the call with the technical support engineer (tse), the staff attempted to hard power cycle the system with no change. When the system powered up with the error 1162 again, the staff disabled universal surgical manipulator (usm) 2 and proceeded with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit tested on an in-house system and passed normal mode. Remote fe logged an error 1162. The unit then tested on a patient side cart (psc) fixture test platform (pftp) and failed cannula check. During inspection, found cannula flat flex cable (ffc) loose. Cannula cam block and cannula sensor were also check and they were good. When cannula ffc reseated and re-tested on pftp, the unit passed all required tests. Root cause of this failure is attributed to component failure.